Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, approximately 5 years and 5 months post 23mm sapien xt implant in the aortic position via transapical approach, the valved failed due to stenosis and regurgitation. The patient was presented with moderate aortic insufficiency (ai) and stenosis with mean gradient 37mmhg, peak gradient 53mmhg, aortic valve area (ava) .7, ejection fraction (ef) 58% and believed to have pannus on the valve. The patient underwent a transcatheter heart valve (thv) in thv with a 23mm sapien 3 ultra from the transaortic approach. There was trace ai post implant and the mean gradient by transesophageal echocardiogram (tee) was 8mmhg. The patient remained stable throughout and was transferred to the unit for monitoring. Additional information received indicated that the mean gradient at the end of the procedure was 4mmhg.

Manufacturer narrative:
Cb5, h2, h6 updated. The valve was not returned; therefore a visual inspection, functional testing, dimensional testing was not performed. An imaging evaluation was done and the following was observed; calcification presented on aortic root. Calcification observed on valve leaflets the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record DHR review for the complaint code valve calcification. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record DHR review or a lot history review was performed for the complaint code valve - host tissue, pannus: review of IFU training material and a detailed root cause analysis has been summarized in a technical summary. No IFU training deficiencies were identified. As the complaint for valve - host tissue, pannus was unable to be confirmed, a complaint history review is not required. As technical summary applies to this complaint event, a full engineering evaluation is not required. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. There is no evidence of device malfunction contributing to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Although the complaint for valve calcification was confirmed based on evaluation of the provided imagery and medical records, the complaint for valve host tissue, pannus was unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient; calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for post implantation- svd calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As noted, the bioprosthetic aortic valve is well seated and the function is abnormal with increased pressure gradient across the prosthesis likely due to calcific degeneration vs pannus growth. Per 3mensio review, calcification was present within the patients aortic root and on sapien xt leaflets. Review of medical record revealed that the patient has a past medical history of peripheral vascular disease, which is a well-known risk factor for aortic valve stenosis (calcification) and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (peripheral vascular disease) may have contributed to the reported event. An existing technical summary is applicable to this complaint because valve calcification was contributed by patient conditions. The exact etiology of pannus formation is not known. Multiple factors are involved in its formation. Basically, pannus represent a bioreaction to prosthetic valves associated with coexisting factors such as surgical technique, thrombus organization from inadequate anticoagulation, infection, and wall shear stress. The effect of pannus formation on hemodynamics depends on the extent and site of fibrous tissue. Due to limited of information, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions CAPA are required. Since no product non conformances or IFU training deficiencies were identified during evaluation, a product risk assessment pra escalation is not required

Event description:
Medical records reviewed indicate that on 4/12/2022 transthoracic echocardiogram noted the left ventricle ejection fraction 42%, the bioprosthetic aortic valve is well seated and the function is abnormal with increased pressure gradient across the prosthesis likely due to calcific degeneration vs pannus growth. Severe prosthetic aortic stenosis and severe prosthetic valvular aortic regurgitation.